Event description:
Surgery date 2006. It was reported that the tips of two instruments broke during surgery. The physician was able to retrieve the broken parts. No patient complications reported.

Manufacturer narrative:
Device has been returned; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the instrument tip was welded on versus machine made as a single piece.